Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a sensor failure. Due to sensor failure, the patient became hyperglycemic. When the patient contacted dexcom they stated that they thought they were experiencing diabetic ketoacidosis, and that they might have to go to the hospital. No further information was obtained on that call. When the patient was contacted again to follow up on the outcome of the event, the patient declined to provide further information regarding the event. At the time of the report the patient was stable. No other details were documented. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be prolonged data blanking. No additional event or patient information is available.